Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Additional information has been requested and not yet made available.

Event description:
The death of a patient was discovered during investigation of a separate event. A database search by serial number revealed the patient expired less than one year from implant. Follow up has been inconclusive and further information has been requested and not yet made available. No complaints or allegations have been made against the device or leads.